Event description:
It was reported that the patient underwent vaporization resection of the prostate under general anesthesia on (B)(6) 2022. The operation went well. After the operation, the foley catheter was connected to a disposable drainage bag to collect urine. On (B)(6) 2022, the patient complained of abdominal distension. The bladder area was checked for bulging and the urine overflowed from the urethra. Considering the occlusion of the catheter, a new urinary catheter was re-catheterized, the patient's urine was successfully drawn out, and the patient's abdominal distension symptoms were immediately relieved. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be due to incorrect eye size - undersized. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the patient underwent vaporization resection of the prostate under general anesthesia on (B)(6) 2022. The operation went well. After the operation, the foley catheter was connected to a disposable drainage bag to collect urine. On (B)(6) 2022, the patient complained of abdominal distension. The bladder area was checked for bulging and the urine overflowed from the urethra. Considering the occlusion of the catheter, a new urinary catheter was re-catheterized, the patient's urine was successfully drawn out, and the patient's abdominal distension symptoms were immediately relieved. No medical intervention was reported.